Event description:
It was reported that the system displayed a cloudy video image with the blade. During troubleshooting, the video customer tried drying it out, but it did not fix the issue. No pt injury was reported.

Manufacturer narrative:
Eval results pending analysis of the product.